Manufacturer narrative:
(B)(4). Eval: a central venous catheter was returned for analysis. The catheter was visually inspected under magnification with no damage or deformities noted. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45 psi for 30 seconds. The opposite end of each lumen was occluded during testing. Instructions for use describe suggested techniques for catheter placement. The device history records for the catheter were reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a mfg related cause. The reported complaint of a catheter leak was not confirmed through visual inspection and functional testing of the returned sample. No problem was found on the sample.

Event description:
It was reported that in the patient's room during use in the patient's femoral vein, a leak was found between the junction hub and the catheter body. As a result, the catheter was removed and replaced with one from a new kit. There was no reported delay, death, or complications to the patient as a result of this occurrence.